Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The ventilator failed the battery run down test, during testing. Internal battery was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv1150 is reading apnea and alarming: how the unit was set was causing the apnea issues. At this time, there is no information regarding patient involvement associated with the reported event.